Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/21/2017 with the following findings: review of the pump¿s black box revealed the multiple call service alarms. A test continuous glucose management (cgm) transmitter successfully paired with the pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification. The cgm module was not seated properly to the printed circuit board due to a damaged cgm flex connector support. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed the continuous glucose monitor was not seated properly to the printed circuit board due to a damaged cgm flex connector support. This report is made based on results of the investigation performed on 01/21/2017.